Event description:
It was reported that the pump declared an alarm during the loading process. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to revert to multiple daily injections as a backup therapy, and a replacement pump was arranged.